Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemorrhoidectomy. According to the reporter: the staples did not form properly so the staple line was incomplete. There was difficulty removing the instrument from the pt cavity. To correct the problem, the anastomosis was done manually. The pt was taken in intensive care. Reinforcement material was used in conjunction with the stapling device. There was unanticipated tissue loss. There was unanticipated tissue damage. There was blood loss of 500cc or more and required a blood transfusion. The surgery was extended by an hour. The pt had an extension of hosp stay for 10 days.

Manufacturer narrative:
(B)(4).